Event description:
It was reported that during a device changeout procedure due to normal battery depletion (nbd), this right ventricular (rv) lead exhibited loss of capture (loc) resulting in asystole greater than two seconds. The pacing was resumed immediately when the rv was inserted back into the header of the device. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).